Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, the patient experienced post-op complications including cellulitis. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Device not returned - remains implanted.

Event description:
Per clinical trial cp-1060: on (B)(6) 2019, patient underwent bilateral revision augmentation; capsular contraction, using a vertical incision. 2 pieces of galaform (galaflex 3dr) were used. Concomitant procedures included revision mastopexy and halo treatment to the face. At a follow up visit, patient reported recent admission to hospital (unknown dates) with cellulitis of left breast. Sae start date of (B)(6) 2019. Patient treated with clindamycin and keflex and stable after 2 weeks of treatment. Resolved (B)(6) 2019 without sequelae. Review by medical affairs identifies as likely related to the device and serious.